Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2012-03997, manufacturer report # 3005099803-2012-03998, manufacturer report # 3005099803-2012-03999 and manufacturer report # 3005099803-2012-04001 address these devices. It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy procedure. According to the complainant, during the procedure, when deployment was attempted, the clip failed to release from the catheter (mr # 3005099803-2012-03997). Three additional resolution clip devices (mr # 3005099803-2012-03998, 3005099803-2012-03999 and 3005099803-2012-04001) were then used, but the same issue occurred; the clips failed to release from the catheter. The case was completed with a fifth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The reported event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.